Event description:
Patient presented with a grade ii open right tibia fracture was implanted with im tibial nail construct on (B)(6) 2012. The fracture showed some signs of healing but the skin wound would not heal. Patient was returned to the or on (B)(6) 2013 for revision surgery. The surgeon removed the right im tibia nail and screws due to possible infection. The surgeon performed an irrigation and debridement to the site and the patient was revised to a smaller tibial nail construct and coated with antibiotic cement. The procedure was completed. Reportedly there was no broken hardware. This is 5 of 6 reports for the same event.

Manufacturer narrative:
A manufacturing evaluation was conducted. This screw is whole and intact. The drive has been lightly to moderately damaged, primarily at the top of the drive. There are drive engagement marks extending approx. A third of the depth of the drive. The top of the head has scratches/marks on approximately 80 percent of the surface, some of which extend across the band and onto the bottom surface. The shaft threads are in good condition to approx. Mid-shaft, at which point there appears a mix of slight, random dents and thread compressions at the major diameter some of which affects profile. The flutes are in good condition as is the tip. The relevant dimensions that could be checked are within specification. Due to the type and extent of damage incurred, a finite evaluation is not possible. A conclusion cannot be determined from a manufacturing standpoint.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed.